Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 82-3110 with lot p1239, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected, a needle hole in the housing. The valve was hydrated. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested and passed, only leak from needle hole. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823100) was implanted due to unknown reason via ventriculoperitoneal (v-p) shunt, approximately 20 years ago, with unknown setting. Due to dysfunction, the valve was removed and replaced. The details of the failure are unknown. According to information provided, it is unknown if the patient experienced any signs and symptoms due to product failure. It is also unknown when was the explant/replacement date.